Manufacturer narrative:
Device evaluated: device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient¿s provider assessed that there was no infection at the vns generator site. No additional pertinent information has been received to date.

Event description:
Information was received indicating that the patient's generator is to be replaced and the pocket will be repositioned due to the generator site becoming infected. Debridement of the wound occurred and the device was exposed. Cultures were taken during the surgery but the results were not received. There was no indication received that the patient picked at the generator incision or suffered any recent trauma to the area. The DHR for the generator was reviewed and it was noted that the generator was sterilized prior to distribution. The sterilization was set to expire in (B)(6) 2018. No additional relevant information has been received.

Manufacturer narrative:
Initial report inadvertently listed incorrect event date.